Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display and also received critical pump error. The customer's blood glucose level was 170 mg/dl. The customer reported that the insulin pump accidentally fell in hot tub. The customer was assisted in troubleshooting for blank display. She inserted new battery, the insulin pump went on beeping and the screen turned on but it showed a picture of the insulin pump with a red x with an arrow pointing to the open book. The customer was assisted in troubleshooting for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error (open book image) alarm.